Event description:
The iab leaked during insertion. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 12/29/97.) (Pt's current status: unk-rpt'd 12/29/97.)